Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The lead insulation was abraded at 16.5 cm to 16.7 cm from the distal tip which exposed the outer coil. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that an asymptomatic patient presented for a routine follow up. The right ventricular lead exhibited high impedance, noise and loss of capture. The noise could be reproduced with arm movements. The lead was explanted and replaced on (B)(6) 2014.